Event description:
The customer reported that the system displayed a communication error after rebooting. This happened during cases. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the connector on the power supply one and adjusted the voltage. The system was tested and found to be working as intended and put back in service.